Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the gas eyeball indicator was found to be faulty. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical ventilator's oxygen bubble turned red with full tank of o2 and then stops running. There were no reported adverse events.